Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone17.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that close to midnight on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 4-24 hours of pod wear, with blood glucose readings displayed as ¿high¿ on the omnipod system, which indicates levels above 400 mg/dl. The patient did not have a backup blood glucose meter at home to verify the value. She presented to the emergency room, where her blood glucose was measured at 510 mg/dl. She received treatment consisting of intravenous insulin and an insulin injection prior to being discharged. Upon pod removal at the hospital, it was found that the cannula had been inserted into muscle rather than fatty tissue and was observed to be bent. The patient remained under observation for approximately six hours and returned home on (B)(6) 2026.